Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the inserter on the patient's left side would not release from the mesh and so would not stay in situ. The consultants, tried several times, but it would not stay. The device was removed and the procedure was successfully completed with a different type of device with no adverse patient outcome.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.